Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while resecting the stomach, the device stopped repeatedly and indicated that the tissue is too thick on the light-emitting diode screen of the handle. The surgeon would stop the firing, waited for fifteen to twenty seconds to resume firing. The device would advance for a few millimeters before stopping again. The process repeated for six times before the reload is completely fired and opened without any issue. The tissue appeared to be normal. It was noted that the handle was used with no other issues in the remainder of the procedure. The staple line had no issue and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.